Event description:
The operator achieved successful arteriotomy closure using the closer tsl 6 fr. Device following a diagnostic catheterization procedure. There were no complications and the pt was discharged the same day. One week after event date, the pt presented to physician's office with pain, swelling, and a hematoma. An ultrasound was performed which revealed a pseudoaneurysm measuring 7.8 x 3.2 cm located lateral to vessels, thrombosed except for tract, slightly compressing common femoral artery and bifurcation of superficial femoral profunda arteries. The pt did not require surgery (compression was guided by ultrasound), and the pt outcome was satisfactory.